Event description:
The customer reported that the device failed to shock during a call. The (B)(6) male patient pulse was reported to recover. There were no further details provided and the patient outcome is unknown

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.